Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead chamber placement of the right atrial (ra) lead was incorrect in registration. The patient was inappropriately denied an magnetic resonance imaging (MRI) scan because of this incorrect information. Registration has been corrected. The ra lead remains in use. No patient complications have been reported as a result of this event.